Manufacturer narrative:
Additional information: d10, h6, h10 correction: (h6 patient code) device evalution: one fluid warming level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found to be in good condition. Functional testing was performed by filling the device with water and temp check e5736 due apr 2019 was attached. The customer's reported problem was confirmed. According to the investigation when the device was power up it appeared to operate fine; however, when the temp check was switched for a disposable, the device immediately began to alarm confirming the customer complaint. The investigation reported that the device microswitch was faulty and caused the reported problem. Service's replaced the device faulty microswitch and the device operated as intended. The problem source of the reported problem is unknown.

Manufacturer narrative:
Additional information was received that the green operating light illuminated on the panel and the alarm was constant from start up. The issue happened during case set up and there was no patient involvement.

Event description:
Information was received that a smiths medical fluid warmer was consistently alarming.